Manufacturer narrative:
Investigation summary scope of issue: the scope of issue is only limited to bd facsvia flow cytometer, part # 656874, serial # (B)(6). Problem statement: customer reported a complaint regarding the instrument producing erroneous results. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 25aug2020 to date 25aug2021. Complaint trend: there are 10 similar complaints related to this issue of erroneous results; date range from 25aug2020 to date 25aug2021. Manufacturing device history record (DHR) review: DHR part # 656874 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax the root cause of the erroneous results was due to a worn flowcell. The customer had initially reported that an error message would pop up when trying to mark a sample with the plasmacount test and requested for a service visit. The fse (field service engineer) working with the customer identified that the flowcell should be replaced (pn 660494) so the instrument was uninstalled, sent to service, and a replacement instrument was sent to the customer. In november the instrument had still not been repaired due to via spare parts availability, and the customer reported that they are satisfied with the spare instrument. Although the instrument was being used for clinical diagnoses, the results gathered during the incident were not used and no patient samples were affected. The results were captured prior to any diagnosis decision and was reported to bd as not expected. The safety risk is moderate, s3, and there was no impact to patient health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4) install date: (B)(6) 2018 work order notes: subject / reported: 656874 - bd facsvia flow cytometer - plasmacount test problem. Problem description: we have a problem with the plasmacount markings (facs via apparatus). Calibration passed, leucocount test running smoothly. When I try to mark a sample with the plasmacount test, the message as attached appears. We turned the camera off and on again, a new sample was made, unfortunately still the same message. Work performed: 08/30/2021: device diagnosis, which resulted in the need to replace the flow cell (flowcell - 66049409). 09/03/2021: due to the long waiting time for the parts necessary for repair, the camera was replaced with another one (replacement - sn: (B)(6)). The faulty device has been uninstalled - it will be transferred to the service office for repair and thorough inspection. Cause: defective flow cell. Solution: a replacement apparatus was handed over, and the defective apparatus was taken to the service office for repair at the earliest possible date (depending on the availability of the engineer and spare parts). Returned sample evaluation: a return sample was not requested because there were no replaced parts. Risk analysis: risk management file part #, vers. C, bd facsvia clinical software version 1.2 risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes/no ID: 3.2.20 hazard event: unusable instrument cause of event: user does not perform fluid filter maintenance harmful effects: delay in results initial risk evaluation: a risk control(s): pcyt-675 - fluidic maintenance pcyt-156 - maintenance components pcfl-317 ¿ user maintenance needed operate only as directed in the IFU - ¿ user instructed to perform schedule maintenance- instructions for use guide - chapter on maintenance operate only as directed in the IFU - ¿ user instructions for how to replace bottle filters - instructions for use guide - chapter on maintenance probability: 3 severity: 1 risk index: 3 residual risk evaluation: a new hazards: none mitigation(s) sufficient yes/ no root cause: based on the investigation results the root cause of the erroneous results was due to a worn flowcell. Conclusion: based on the investigation results the root cause of the erroneous results was due to a worn flowcell. During the initial diagnosis of the instrument, the fse determined that the flowcell would need to be replaced. The instrument was uninstalled and sent to the service office for repair. After several months of no repair due to part availability, the user got a new instrument and was satisfied with this solution. No treatment or diagnosis was given due to the unexpected results. The safety risk is moderate, s3, and there was no impact to patient health or safety.

Event description:
It was reported that while running patient samples on bd facsvia¿ flow cytometer erroneous results were obtained. Results were not reported and there was no patient impact. The following information was provided by the initial reporter, translated from polish to english: we have a problem with the plasmacount markings (facs via apparatus). Calibration passed, leuco count test running smoothly. When trying to mark a sample with the plasma count test, the message appears. We turned the instrument off and on again, a new sample was made, unfortunately still the same message. 1. Are there erroneous results on patient samples for diagnostic test? - yes 2. Was there any delay of treatment due to the issue? - no 3. If patient samples were redrawn, was there any change or delay of treatment? - no 4. Was there any physical harm/injury to the patient due to the issue? - no

Event description:
It was reported that while running patient samples on bd facsvia¿ flow cytometer erroneous results were obtained. Results were not reported and there was no patient impact. The following information was provided by the initial reporter, translated from polish to english: we have a problem with the plasmacount markings (facs via apparatus). Calibration passed, leuco count test running smoothly. When trying to mark a sample with the plasma count test, the message appears. We turned the instrument off and on again, a new sample was made, unfortunately still the same message. Are there erroneous results on patient samples for diagnostic test? - yes. Was there any delay of treatment due to the issue? - no. If patient samples were redrawn, was there any change or delay of treatment? - no. Was there any physical harm/injury to the patient due to the issue? - no. Provide details - how and to what extent? ¿ n/a. What is the current medical status?¿ ¿ n/a.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.